Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was poor staple formation and the staples insufficiently anchored in the organ. There was also an abnormal noise when firing and an incomplete section of the tissues. The surgeon changed the device and completed the staple line without other problem.